Event description:
It was reported by the customer that pyxis medstation es system side railing of main drawer 3.1 was missing. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a failure of the drawer. A field service engineer replaced the damaged half-high drawers 3-1 and 3-2 to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.